Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 236 mg/dl. A supply change was performed to address the issue. As the supplies in use during the occlusion had been changed, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to the importance of staying within labeling for supply changes.